Event description:
On (B)(6) 2015, the patient, implanted with a pacemaker and two sorin leads, went to the hospital by emergency because of heart failure. A mode switch episode was recorded in the device memories on (B)(6) 2015 at 12:08, showing a spontaneous ventricular rhythm around 50min-1, whereas the basic rate was set to 70min-1. During this time the patient was not paced. The pacing system was reportedly removed on (B)(6) 2015. Preliminary analysis showed that the reported event was likely due to an interaction between the safer pacing mode, the fallback mode switch algorithm and patient condition (atrial arrhythmia). Pacemaker operated as programmed and as specified.

Event description:
On (B)(6) 2015, the patient, implanted with a pacemaker and two sorin leads, went to the hospital by emergency because of heart failure. A mode switch episode was recorded in the device memories on (B)(6) 2015 at 12:08, showing a spontaneous ventricular rhythm around 50min-1, whereas the basic rate was set to 70min-1. During this time the patient was not paced. The pacing system was reportedly removed on (B)(6) 2015. Preliminary analysis showed that the reported event was likely due to an interaction between the safer pacing mode, the fallback mode switch algorithm and patient condition (atrial arrhythmia). Pacemaker operated as programmed and as specified.